Event description:
As reported, approximately 2 years post op the initial left tka, this 56 y/o female patient was revised due a loose femur. Patient complaint of pain. Poly is part of the recall. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical device(s): serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw, serial #: (B)(4), category #: 200-07-32 - advanced patella 32mm 3 peg implant, serial #: (B)(4), category #: 02-012-60-1440 - logic stem ext 14mm x 40mm, serial #: (B)(4), category #: 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, serial #: (B)(4), category #: 02-022-35-3011 - truliant tib imp ps insert sz 3 11mm, serial #: (B)(4), category #: 02-022-35-3011 - truliant tib imp ps insert sz 3 11mm.

Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the devices were not available for evaluation.